Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Mdt-unknown implantable tachy lead: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right and left ventricular leads were dislodged one day post implant. Follow up was unable to obtain any further information regarding the model, serial numbers, or clarification regarding the intervention taken. The leads were surgically replaced or repositioned. The patient was reported to be enrolled in the more-care clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.